Event description:
It was reported that the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the scale was inaccurate due to being out of calibration. However, after further investigation it was found that the scale was inaccurate due to a broken/damaged load cell.

Event description:
It was reported that the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.